Manufacturer narrative:
Samples were returned by the customer and by analysis, missing drainage hole was found. The batch data was also analyzed and showed no deviations. No other complaints have been received on this lot.

Event description:
A customer reported that the catheter missed drainage hole.